Event description:
The customer gave a vague report of an over infusion event. The user attached a piece of tape with a note to a module which stated ¿not working properly/ went way to fast for programmed medication," and sent the device to biomed. Although requested, no other event details were provided. No patient harm has been reported. S-1895 - cmdsnet: "suspected alaris over-infusion intended programming: unknown incident report: pump module received in biomed with note ¿not working properly. Went way too fast for programmed medication¿. Lmbme investigation: lmbme was unable to determine where the incident occurred within the hospital. The module will be sent to bd for investigation."

Manufacturer narrative:
The customer¿s report of an over infusion event having occurred could not be confirmed. Physical inspection noted the device to be in good condition. Review of the event log shows the pump module had no usage recorded for the reported week of january 7, 2019. The last recorded usage where an infusion was occurring was found recorded on the date 15/dec/2018. A secondary infusion was started at 1:16am with the rate at 62.5ml/h with the vtbi at 250ml. The infusion duration was at 4 hours. Within a couple of minutes after the infusion was started it was manually interrupted by placing the infusion in a pause state twice. The infusion was restarted only for a few seconds before it was placed back in a pause state the second time. The infusion was terminated at 1:20am. The cause for the early termination of the infusion could not be ascertained from the log analysis. The device was found to be infusing within specification. The disposable sets were not returned for investigation the root cause could not be identified.

Manufacturer narrative:
Although requested, device has not been received, patient demographic details (age, sex, weight), and implant date, explant date were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer gave a vague report of an over infusion event. The user attached a piece of tape with a note to a module which stated ¿not working properly/ went way to fast for programmed medication," and sent the device to biomed. Although requested, no other event details were provided. No patient harm has been reported.